Event description:
Had loss of close vision immediately after crystalens was implanted. Several yag treatments didn¿t help. Now have difficulty driving and need glasses. Night driving is hard due to halos and starbursts. Paid (B)(6) to get a lens that was misleading and caused vision to be compromised.